Event description:
A talent aaa stent graft was implanted in the patient for endovascular treatment of a 10 cm max diameter abdominal aortic aneurysm. It was reported that a post-operative CT scan revealed bifurcate stent graft had migrated downward, resulting in a proximal type I endoleak. The patient received treatment. The physician implanted an endurant aortic cuff and aptus endoanchors to obtain seal. Imaging done at the end of the procedure still showed a minor proximal type I endoleak. The physician elected not to perform any additional treatment. Per the physician, the cause of stent graft migration leading to proximal type I endoleak was most likely due to patient's anatomy, infrarenal aortic neck dilatation. Per the physician, the cause of the residual type I endoleak, after the aortic cuff was implanted, was due to the patient anatomy of a short infrarenal aortic neck and the amount of heparin that was used during the procedure. The physician believed the residual proximal type I endoleak would self-resolve. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.